Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a system error was displayed and the system locked up. There is no report of death or serious injury.